Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the pacing lead had caused the device to trigger a low impedance warning. The lead showed "stable and good thresholds and sensing. No oversensing documented." The lead is still in use. No complications were reported as a result of this event.